Event description:
It was reported that the device cannot reach desired 120 mm/hg negative pressure. Several tests at the site by sales rep indicates that there is hardly no negative pressure at all. No delay nor injury involved.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The returned device was functionally tested and was found the device motor is defective. We were unable to confirm if this caused or contributed to the reported failure. A suction failure can be potentially be caused by: dressing not applied properly, without creases and fixation strips, filter/port not adhered to dressing correctly, connector not correctly fastened and secured to the pump, tubing trapped, folded over/kinked causing a blockage, or dressing integrity has been compromised. Unfortunately we have been unable to determine a root cause on this occasion. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.